Event description:
It was reported that the pt could not get the implantable neurostimulator (ins) to work and experienced no stimulation since the previous day. The pt was standing up to adjust his stimulation to lie down when he lost stimulation. At the same time, the programmer was unable to communicate with the recharger. There was ability to communicate with the physician programmer, but not the pt programmer and ins recharger. Impedance levels were normal. A physician recharge mode was attempted and after approximately two minutes, the "recharge flipped into a normal charging screen with 50% on ins battery." Stimulation was increased to 1.7v and the pt was able to feel stimulation. The pt programmer was able to communicate with the ins and adjust the parameters. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).